Event description:
The procedure was coil embolization of a basilar artery-superior cerebellar artery that was not calcified and moderately tortuous, and during the procedure, the enterprise (vrd) vessel reconstruction device ((B)(4), complaint product) was implanted along the target aneurysm with no issues noted. After placing the ninth coil ((B)(4)/lot unk) in the target aneurysm, the angiography revealed that distal section of the left (pca) posterior cerebral artery (where the first vrd was implanted) did not show up. The physician suspected thrombosis. Therefore, a prowler microcatheter (details unknown) was advance into the proximal side of the pca to maintain vascular patency, and then total amount of 240,000 iu of urokinase was given intra-arterially. However, the blocked artery still wasn't cleared up, and a second enterprise vrd ((B)(4)) was placed inside the first vrd clearing the blocked section of the pca. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Both enterprise systems will not be returned for evaluation.

Manufacturer narrative:
According to the physician, the possible causes of the event were vrd thrombosis, or that the first vrd got compressed by the coil mass, resulted in a narrowed vascular lumen. Products used during the procedure consisted of orbit galaxy x 1 ((B)(4)/lot unk), prowler (catalogue/lot unk), 8 others were unknown orbit galaxy coils, and no information regarding other devices. Prior to the event, the first enterprise was fully expanded, appose to the vessel wall and in a stable position. A cd copy of all the procedure was not available, and no further information was provided. Orbit galaxy coils, enterprise vrd, and prowler microcatheter. No product detail was provided (catalog and lot number), therefore the unknown catalog number corresponds to an orbit galaxy coil unknown. The lot numbers of the orbit coils which remain implanted are not known; therefore, a device history record review cannot be completed. Stent thrombosis and occlusion of the treated segment are known potential adverse events that may be associated with the use of the enterprise vrd in the intracranial arteries. It is possible that clinical/procedural factors may have contributed to the reported event; however, based on the available information and without procedural images, no conclusion can be made regarding the root cause of the reported vessel occlusion or the relationship to the coils or performance of the enterprise. Therefore, no corrective actions will be taken at this time. This is 8 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00495, 3007628272-2011-50039, and 3007628272-2011-50040. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt